Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the de vice was pacing in vvi mode with rrt reported via telemetry. Subsequently, the device was replacedd.